Event description:
It was reported that occlusion alarms occurred. Customer changed the pump supplies to address the issue. Reportedly, the customer is using fiasp insulin. Tandem technical support informed customer that using fiasp insulin is off label per the user guide. Reportedly, the customer went to the emergency room and was subsequently admitted into the intensive care unit, for diabetic keto acidosis (dka). Customer's blood glucose (bg) level was 180-224 mg/dl with high ketones. Ketone levels identified by their health care provider as life threatening. Customer attempted to address the elevated bg by delivering a correction bolus, and manual insulin injection. Customer was treated with intravenous fluids of d5 half normal saline, magnesium, potassium, and insulin. Treatment resolved the issues. Customer was released on (B)(6) 2023 with no permanent damage. Tandem technical support walked caller through a pump system check and confirmed pump is functioning as intended.

Manufacturer narrative:
Per tandem user guide: only use u-100 humalog or u-100 novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.